Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487 -2017-04932. It was reported the patient experiences headaches, pressure behind her eyes, and alleged seizures while stimulation is on. The symptoms do not occur when stimulation is off. The stimulation will remain off and the next course of action is unknown.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487 -2017-04932. Follow-up revealed the patient's physician does not believe the issue is device related.